Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
The parent reported that the patient was wearing the pod on the leg for an unknown duration of use prior to the onset of symptoms. According to the parent, the patient¿s glucose levels ranged between 12 mmol/l (216 mg/dl) and 13 mmol/l (234 mg/dl), and the patient was experiencing vomiting and stomach pain. In response to these elevated glucose levels, the parent administered insulin using a pen. The parent confirmed that the pod adhesive remained secure throughout wear and that the pink slide had moved forward as expected. Due to the presence of ketones and continued vomiting, the parent changed the pod before seeking medical attention. The parent brought the patient to the hospital on (B)(6) 2026, where medical staff reviewed the controller history and informed the parent with the belief that the event appeared to be a pod failure; however, no further details were provided. The patient was diagnosed with diabetic ketoacidosis and received intravenous insulin, as well as medication to address vomiting (specific medication names were not provided). The patient remained under medical care for 24 hours and was discharged on (B)(6) 2026.